Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. The system operates as intended.

Event description:
The customer reported the image processor needed to be replaced. No pt injury was reported.